Event description:
It was reported that the patient experienced pocket pain due to tilting of the ipg. Surgical intervention may take place in the future to address this issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was obtained, revealing that the patient underwent surgical intervention on (B)(6) 2024 wherein the ipg site was revised / battery anchored down with sutures. Therapy restored post op.